Event description:
I went into surgery to have a bakers cyst removed. I awoke from surgery in extreme pain and was never informed or consented to having multiple devices implanted. I only know about them now due to complications with pain, swelling, allergic and inflammatory reaction that hasn't healed. My femur is experiencing post operative osteopenia and the marrow has been described as yellow and hazy. Additional product details: I am including a copy of the medical record given to me by integris.